Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50 , serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in her left side and the charger was unable to align over the implantable pulse generator (ipg) to charge. Xray imaging confirmed the ipg had flipped in the pocket site and the paddle lead had migrated to the right side. Therefore, the patient underwent a revision procedure during which the ipg was repositioned and the paddle lead was explanted and replaced. The patient was recovering well, was able to charge the ipg, and had improved paresthesia coverage post operatively. The explanted paddle lead will not be returned as it was retained by the medical facility.